Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a thin purple line above the 1-2-3 lock screen. Reportedly, the display issue did not block any graphics or text. The customer was still able to interact with the pump and would continue to use the pump for insulin therapy. Customer's blood glucose was 90 mg/dl.